Event description:
It was reported that the ilet pump touchscreen became unresponsive, preventing the user from selecting a meal announcement, and a hairline crack was observed on the device¿s touchscreen component; the user attempted a restart via the ilet mobile app without resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.